Event description:
It was reported via medwatch 5113583 that stent fracture and migration occurred. The patient presented with chest pain and upon evaluation was noted to be a non-st segment elevation myocardial infarction. The patient was referred for cardiac catheterization with angiogram and possible stent placement. Cardiac catheterization was performed using a 2.75 x 16 synergy xd drug-eluting stent. However, during withdrawal, multiple strands of stent material came free and remained in the patient, possibly in the aorta. Several unsuccessful attempts were made to retrieve the fraying object with a snare. No further complications were reported.